Manufacturer narrative:
Customer service conducted troubleshooting with the customer, during which no damage to the parts was noted. During troubleshooting, the customer indicated that she had not been washing her parts appropriately and was using off-brand breast shields. Customer service requested that the customer wash the parts and use medela breast shields to test the pump, which she did, but with no improvement to the suction. A replacement device was sent to the customer. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction and she had developed mastitis two months ago, for which she was prescribed an antibiotic. She alleged that she has been continuously experiencing clogged ducts, but did not have them at the time of the report. She indicated that she was currently using a manual pump and a competitor pump as backup.

Manufacturer narrative:
In follow up with a complaint handler on 04/05/2018, the customer confirmed that she developed mastitis approximately 2 months prior, after having clogged ducts for a few weeks, and was prescribed an antibiotic. She indicated that the replacement pump was working much better and her mastitis was resolved. The device was returned with the customer's parts and accessories and it was noted that the returned tubing and membranes were non-medela. Per procedure related to receipt of non-medela product, the device was evaluated with a lab kit on 04/17/2018. The device passed suction and cycle specifications. Refer to attached evaluation. It is plausible that the customer's report of low suction can be attributed to the use of non-medela parts/accessories. [(B)(4)].